Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient was implanted in 2012 for low back and bilateral leg pain. It was stated that the patient had recently went sailing and noticed that his stimulation was inconsistent and unpleasant. It was stated that the patient's programmer was "not functioning" and he had difficulty communicating. It was stated that the symbol of the battery was "? Programmer picture" and was no longer able to attain telemetry. The previous day the patient met with their doctor and a company representative. Troubleshooting was attempted without success. A new antenna and programmer were used and the error display was the same. The representative tried to press the sync key several times and the on/off buttons with no success. It was stated that the patient's external neurostimulator (ens) was implanted "approximately 1.5 cm in the skin." It was not clear if the reporter meant ens or ins (implantable neurostimulator). It was stated that the patient had no falls or irritation or burning at the site. It was stated that "the representative tried communicating over thicker clothing and also pushing the antenna and programmer without the antenna directly on the skin." It was stated that the representative was able to turn stimulation with the clinician programmer. The impedances were checked. Electrode #7 was >10,000 ohms and the rest of the impedances were <(> <<)>1000 ohms. It was reported that the patient was due to have a hip replacement "soon", and the doctor was prepared to surgically revise "post his other surgery". Additional information received reported that there were no x-rays taken and the patient had been seen by a doctor. No new plan of action. The patient was not getting effective therapy and the device was turned off.